Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was a short circuit detected on a contact being used for therapy; therapy contacts were noted as being c+1- and the short was found on 0 <(>&<)> 1. Based on the patient's symptoms, the health care provider (hcp) stated that the patient was getting a therapeutic effect from the stimulation, but they were concerned if the stimulation was flowing to contact 0 and not being properly sent to contact 1. It was reviewed that since the patient was programmed on a monopolar pair, the battery should not deplete rapidly as a result of the short. It was also reviewed that there is a risk of additional damaged to the stimulation system by programming the patient using c <(>&<)> 1, but the hcp could program around the short to be certain of the conductive path. No symptoms were reported.